Manufacturer narrative:
A complete analysis and testing of reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was occluded. The customer stated that they were unable to push the insulin through the reservoir. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that the issue was resolved with reservoir change. The reservoir will be returned for analysis.